Event description:
Boston scientific received information stating: inefficient pacing and increase of rv threshold. (B)(6), france dr. (B)(6) onset date: (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).